Event description:
Boston scientific crm received information that following a procedure to upgrade this patient's leads, it was noted that the pacing impedances measurements for both the right ventricular (rv) and left ventricular (lv) channels of this cardiac resynchronization therapy defibrillator (crt-d) were above 2000 ohms. In addition, there was loss of capture and noise oversensing on these leads as well. When the pacing configuration on the left ventricular lead was changed to exclude the right ventricular lead, the pacing impedances for the lv lead were then within range. No adverse patient effects were reported. The rv lead is a competitor's product but the lv lead is a boston scientific product with the model and serial numbers unknown.

Manufacturer narrative:
A revision was performed and the device and rv lead were successfully replaced. The crt-d was returned and is currently undergoing laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this ICD was performed. A visual inspection of the device header and case noted no anomalies. Inspection of the individual ports found no obstructions and the lead seal ring marks indicate that the lead terminal pins were fully inserted. Measurements were then taken on each port to ensure they are the specified size and that the is-1 pin has proper contact when inserted. The ports on this device were found to be within specification. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis could not confirm the field observations of out of range pacing impedance measurements for the rv and lv leads. This device met all specifications.

Manufacturer narrative:
A ts representative discussed that the increase in pacing impedance measurements are indicative of either a damaged lead or a connection issue with the device. Several methods were provided to troubleshoot the root cause for the observed increase in pacing impedance measurements. A revision is scheduled to be performed to further evaluate the device and leads. At this time, this crt-d remains implanted and in service. No additional information is available. Once a resolution has been reached, this report will be updated.

Manufacturer narrative:
Another revision has been scheduled. At this time, this crt-d remains implanted. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
This crt-d remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
A revision was performed and once the rv lead was removed from the device's header, there was blood infiltration noted on the lead ring. Measurements were obtained for this lead using a pacing system analyzer (psa) and all measurements, including impedances, were within normal range. The ring was cleaned and the rv lead was then reconnected to the device. All impedance values, including for those between the rv and lv leads, were within normal ranges. In addition, the noise was not longer visible.

Event description:
Additional information was reported that the pacing impedance measurements were again above 2,000 ohms for the rv and lv leads. In addition, the pacing thresholds had also increased significantly. The device was reprogrammed to ensure ventricular capture and boston scientific technical services (ts) was contacted for further assistance. No adverse patient effects were reported. Manufacturer, model and serial number information for this lv lead is still currently unknown.

Event description:
The crt-d was returned.